Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise on the right ventricular lead was noted due to a loose set screw of the device. The set screw was tightened to resolve the issue. The patient was in stable condition.